Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the system. The fse replaced mix motor, ise (ion-selective electrode) reference valve, ise control board and ise data board to resolve the issue. (B)(4)

Event description:
The customer's au680 clinical chemistry analyzer generated false low na (sodium) and false high co2 (carbon dioxide) results on two patient samples. The results were reported outside of the laboratory. The customer confirmed that there was no impact to patient treatment. The results were corrected. The customer stated controls (qc) passed on this event date. The customer reported the analyzer was generating low anion gap values. Note: anion gap is a tool to assess the integrity of the individual analyte and this is not a diagnostic test.